Event description:
It was reported that during preparation for a percutaneous transluminal stenting procedure a piece of plastic was sticking out of the end of the catheter. During preparation of the 2.5 x 20 mm promus element plus mr stent delivery system the physician reported that there was a piece of plastic sticking out of the end of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a percutaneous transluminal stenting procedure a piece of plastic was sticking out of the end of the catheter. During preparation of the 2.5 x 20mm promus element plus mr stent delivery system the physician reported that there was a piece of plastic sticking out of the end of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4) .

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the tip of the device was damaged. One side of the yellow section of the distal tip was stretched. The distal end of the stent was slightly flared. This damage is consistent with a balloon partly being inflated causing the stent to partly deploy. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).